Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 410mg/dl due to a meter issue. The customer treated with the pump. Customer indicated that their blood glucose has fluctuated from 410mg/dl to 446mg/dl. Troubleshooting found that the customer's doctor has been contacted and advised the customer to contact bayer. Customer declined to troubleshoot for high blood glucose and no further details were given.